Manufacturer narrative:
(B)(6). PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us. Investigation: a sample is not available for evaluation. With analysis of the sample photo and the mold history, it was possible to confirm the reported defect, since maintenance occured. The defects were caused due to dirt in the venting of the mold, which hinders the process of injection due to the existence of entrapped air, thus generating parts burned in the nozzle and even damaged. Conclusion: the defects were caused due to dirt in the air venting of the mold which hinders the process of injection due to the existence of entrapped air, thus generating parts burned inthe nozzle and even damaged. (B)(4).

Event description:
It is reported that foreign matter was found at the tip of the bd plastipack¿ 20ml syringe. Found before use. No serious injury or medical intervention reported.